Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer booted up to the stylus calibration screen. As a result the stylus was calibrated and it was verified that the issue was resolved. The software was also reconfigured and reloaded. (B)(4)

Event description:
It was reported that the programmer kept rebooting to the calibration screen. The caller tried cycling power and unhooking all accessories and cycling power, however, that did not fix rebooting to calibration screen. The programmer will be returned for repair. There was no patient involvement.